Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. Follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, the user reported elevated blood glucose (bg) with a highest value of 267 mg/dl lasting about four hours. The issue was traced to the ilet being unpaired from the ilet mobile app. The agent guided the user through repairing and syncing the app, confirming firmware was up to date. A prior low blood glucose (bg) of 60 mg/dl was also noted the night before. The high blood glucose (bg) began trending down from 267 to 234 mg/dl by the end of the call. Blood glucose (bg) was corrected by re-pairing the mobile app connection and allowing the ilet to deliver corrective insulin. No symptoms, outside assistance, or medical intervention were reported.